Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of investigation, while onsite the ess ensured the facility¿s staff corrected the reprocessing deviations in accordance with the manufacturer¿s recommendations. The staff located recommended tubing as well as ordered more tubing that was needed. The ess also, informed the facility¿s endoscopy manager of the findings and offered a future date in-service. The customer was provided a copy of the review summary. A review of the instrument history was performed and showed that the scope was last returned for service on (B)(6) 2020 for physical damage. The scope was overhauled at this time and returned to the customer.

Event description:
The endoscopy support specialist (ess) reported that the scope was improperly reprocessed during an onsite observation at the user facility. The ess reported that the facility¿s reprocessing staff improperly performed pre-cleaning steps by using a washing tube and using suction cleaning adapter and suction valve along with the medivators scope buddy during aspiration. The staff also, was not flushing the elevator channel plug during flushing steps there was no device positive cultures or patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer and the legal manufacturer regarding the final investigation. Additional information from the customer states the scope was not used on a patient. The fill-in technician was not familiar with the names of the reprocessing connection. There was no problem the facility's reprocessing. The technician observed reprocessing during the in-service was new and required training on how to reprocess this particular scope. The scope was pulled from the facility inventory to be for the in-service there was no patient involvement. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. However, the cleaning of the product according to the instruction manual is necessary because there is a possibility that this event caused infection, health hazards, etc. Due to insufficient cleaning of the product. It was confirmed that how to clean the product was included in chapter 7 cleaning, disinfection, and sterilization procedures of the instruction manual.